Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 716 standard profile replacement device allegedly experienced fluid leak. This information was received from one source. The malfunction involved a patient without consequence. The patient age, weight, and sex were not provided.

Manufacturer narrative:
For this event, the lot number was not reported, therefore the lot history report was not performed. Of the 1 reported malfunctions, 1 device was returned for evaluation. A leak was confirmed for 1 device. A root cause has been determined to be manufacturing related.the device was labeled for single use. Bdpi was notified by your firm on (B)(6)2019 that this procode is no longer eligible for vmsr; however the initial emdr was submitted in the prior quarter when it was eligible for vmsr. This report is the supplemental to that initial report .

Manufacturer narrative:
The device for this event has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 716 standard profile replacement device allegedly experienced fluid leak. This information was received from one source. The malfunction involved a patient without consequence. The patient age, weight, and sex were not provided.